Event description:
It was reported the customer experienced high blood glucose levels (200-300 mg/dl). Customer went through troubleshooting and the pump passed delivery system check. Customer's healthcare professional adjusted pump settings.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.